Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she is seeing black half circles vertically out of the corner of each eye. She reported she feels this limits her peripheral vision and it is "annoying". The reporter did not provide any contact info for the surgeon; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the amount for further investigation. The reporter did not provide any contact info for the surgeon; therefore, follow up was not able to be conducted. Attempts were made to follow up with the consumer to obtain additional info. (B)(4).